Event description:
It was observed during the device inspection, that the video system center exhibited that the images sometimes were not displayed due to low voltage switching (lvds) board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed no image issue was found to be the result of a faulty low voltage switching (lvds) circuit board; the root cause of the faulty lvds could not be determined. Olympus will continue to monitor field performance for this device.